Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.